Event description:
The patient's partner reported that on (B)(6) 2024 they received a positive test result, however had no symptoms. They followed up with addtional metrix tests, pluslife tests, and rapid tests (both nasal and anal swabs) over the following days, all of which were negative.

Manufacturer narrative:
The reporter claimed that their partner had received a false positive test result that was confirmed by additional tests: metrix, pluslife, and nasal and anal swab rapid tests. The reporter explained that the patient has longcovid and has experienced two covid infections, first in (B)(6) 2020 and again in (B)(6) 2022. The patient can "feel in their body when they have symptoms," though claim this (B)(6) they did not feel any. There was no harm to the patient as a result of the false positive outside of seeking additional testing. The IFU for the metrix covid-19 test informs the user in the case of a false positive result: "positive results indicate the presence of viral rna, but clinical correlation with past medical history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Individuals who test positive with the metrix covid-19 test should self-isolate and seek follow-up care with their physician or healthcare provider as additional testing may be necessary". The device was not returned to the manufacturer for investigation. The root cause for a false positive result cannot be determined after the device has been used to run a test. As part of the investigation, the potential root causes were reviewed to ensure they were captured in the risk assessment and the risk was found to be acceptable. Reports of false positives will continue to be monitored.